Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted that neither of the needles was returned loaded in an instrument. Needle a was returned intact and attached to an intact suture. The needle was inspected under a microscope, and no abnormalities were found. Proper swage marks and properly formed loading slots were observed. For needle b, both halves of the needle were returned. The needle was returned broken at the swage. Instrument blade marks were observed outside the loading slots on both halves of the needle. The needle was returned disengaged from its suture. Functionally, needle a was loaded into a representative instrument and was applied to test media. The returned needle functioned properly and remained engaged in the test instrument throughout testing. No difficulty was experienced during loading, unloading, or toggling of the returned needle. It was reported that half of the needle from the device broke and fell into the patient. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of 'instrument marks outside of the needle slots.' The product analysis noted evidence that the device was not used as intended. These issues may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. Internal process improvements have been initiated to mitigate this issue. The instructions included with this device provide the following guidance: ensure that the toggle levers are fully retracted prior to opening the jaws of the device. The reloading button should never be pressed when the instrument is in the body cavity, as this will release the needle. Inspect the application site to ensure hemostasis. Place additional sutures or use electrocautery if necessary to complete hemostasis. Endoscopic procedures should be performed only by physicians having adequate training and familiarity with endoscopic techniques. A thorough understanding of the operating principles, risks versus benefits, and the hazards involved in utilizing an endoscopic approach is necessary to avoid possible injury to the user or patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 - concomitant product: 173016, 173016 endo stitch instrument, (lot#: j5a2935ey). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy and bilateral salpingectomy, while closing the vaginal cuff, half of the needle from the device broke and fell into the patient. There was unanticipated tissue loss. An x-ray was performed for the express purpose of locating the broken needle component. The broken piece was found outside of the patient and was retrieved.